Event description:
The user attempted to remove the catheter following an epidural procedure. Slight resistance was allegedly encountered and it was noted upon removal that the tip of the catheter remained in the pt. The pt was not compromised and there are no plans to remove the remaining piece at this time.